Event description:
The pt was hospitalized because high lead impedance resulted in inappropriate high voltage therapies. Noise was also observed on the electrograms. The decision was made to explant the device and lead.